Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown hip femoral head; altrx neut 36idx58od hip acetabular liner; pinn sector w/gription 56mm hip acetabular cup; unknown hip femoral stem; pinn can bone screw 6.5mmx30mm hip acetabular cup screws (x2); pinn can bone screw 6.5mmx20mm hip acetabular cup screws.

Event description:
It was reported that the surgeon adjusted cup position and changed cup, liner, and screws he had implanted. Doi: (B)(6) 2018; dor: (B)(6) 2018; unknown hip.